Event description:
It was reported that the procedure was to treat a lesion in the tibial peroneal trunk with heavy calcification. A 6french sheath was in the pedal access. The hi-torque (ht) command es guide wire crossed the lesion; however, a support catheter was attempted to be advanced but could not track over the wire due to resistance. The support catheter was then decided to be removed but got stuck with the guide wire so it was removed as a single unit. Outside of the anatomy, it was noted that the coating on the wire peeled. There was no missing portion on the wire as it got bunched up to the tip of the device. Angiography confirmed nothing was in the anatomy. Another non-abbott 0.014 guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled/delaminated polymer was confirmed as a polymer break. The reported torn polymer was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that during advancement and removal of a support catheter, over the wire, resistance was met. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, material properties, coagulation of blood or procedural contaminates, and/or damage to the catheter or guide wire. In this case, analysis of the wire noted bends on the distal tip. Bends on the tip could impact clearance with the catheter, contributing to resistance during advancement or removal. Additionally, it was reported that after removal of the wire from the anatomy, the polymer was observed to be wrinkled and torn. It is possible that manipulation of the wire, when resistance was met, contributed to the polymer damage; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Corrections: d4 - lot # updated from 4071671 to unknown. D4 - model #/catalog# updated from 2078175 to 1013731. D4 - expiration date updated from 6/30/2026 to "n/a". D4 - primary UDI number updated from (B)(4). D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a lesion in the tibial peroneal trunk with heavy calcification. A 6french sheath was in the pedal access. The hi-torque (ht) command es guide wire crossed the lesion, however, a support catheter was attempted to be advanced but could not track over the wire due to resistance. The support catheter was then decided to be removed but got stuck with the guide wire so it was removed as a single unit. Outside of the anatomy, it was noted that the coating on the wire peeled. There was no missing portion on the wire as it got bunched up to the tip of the device. Angiography confirmed nothing was in the anatomy. Another non-abbott 0.014 guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a command 18 guide wire was returned. The account confirmed that the correct device was returned. No additional information was provided.